Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In early 2009, the patient reported he has elevated blood glucose levels, most mornings about 4 hours after showering. His recent blood glucose readings ranged from 172 mg/dl three days prior, to 221 mg/dl today at 11:21 am. He said he bolused 1 unit of insulin and his reading decreased to 129 mg/dl. The patient stated he disconnects from his insulin infusion device and places it in stop before showering for about 10 minutes. The patient was advised to use the protective cap on the connection point that leads to his infusion set each time he disconnects for his shower and then perform a prime after his shower and before reconnecting to his device. On follow up with the patient two days after the original date, he stated he has primed after taking a shower for the last 2 days and his blood glucose has not elevated during the day. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.